Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge and reported that sometimes insulin would "spill" out of the septum. There was no impact to the customer's blood glucose level. Reportedly, the contact attempted to fill 3 cartridges and needles before successfully filling a cartridge.